Manufacturer narrative:
This report is for 2 unk - screw cortex/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date unknown device is not expected to be returned for manufacturer review/investigation. This patient experienced pain, and developed a bone fracture above the intact plate, and required additional surgical intervention to revise the construct.. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a fracture of proximal femur who was complaining of pain due to osteopatrosis. Date of original surgery was unknown. On (B)(6) 2016 a revision surgery was performed (x-rays were taken but unavailable). There were one plate and 7 screws removed intact. The surgeon replaced the plate with a longer plate that spanned the lateral femur. The patient was stable and the procedure was completed successfully. There was no surgical delay. The surgical procedure was successfully completed. This complaint involves three devices.this report is 1 of 3 for (B)(4).